Event description:
The customer contact reported a crack; subsequently blood loss was noted. The monitoring kit was being used to deliver an unspecified solution. After an unspecified length of time in use while repositioning the pt, the nurse noted blood backing up into the arterial line. At this time a crack was noted "distal to the syringe of the safeset set." It was reported that 10ml of blood was lost. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.